Event description:
During an std exam, the brush head came apart from the handle. Forceps were used to remove the brush head.

Manufacturer narrative:
The user facility purchases the product through a distributor. The user facility opens the packages and stocks each examining room. In so doing, lot number identification is not possible. The sample provided by the initial reporter was compared to product on hand. The sample provided by the initial reporter had a different colored handle and lacked the red in-line printing. The sample was confirmed to be not produced by coopersurgical.